Event description:
A customer reported they obtained imprecise sequential readings on their freestyle flash blood glucose monitor. The customer reported they obtained readings of 17.4 mmol/l, 4.4 mmol/l, 18.4 mmol/l, 11.8 mmol/l and 15.3 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell in the "c" zone showing the difference in values to be clinically significant. There was no report of serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation did not confirm the complaint. No new issues were observed, all results were within the range specification and no errors were observed during control solution testing.